Event description:
It was reported by the sales rep that the clips didn't close as per operating surgeon. No patient consequences. Case completed with another device of the same product code. One device returning.